Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4): as no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20g02ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): pump-flow rate-fast. Pump connected to the patient on (B)(6) around 4:30pm. It was supposed to be a 24 hours infusion. Yet, when the nurses went to visit the patient on (B)(6) around 10am, the pump was already empty.